Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h10 correction: b1, h1 reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause cannot be determined. Medical records review indicates that right total knee arthroplasty with evidence of subsidence of the tibial component medially and likely fracture in the region of the proximal tibial metaphysis medially. Osteopenia was also seen. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical devices: psn mc ve asf r 12mm 8-11/gh catalog#: 42522100912 lot#: 64766982. Psn fem cr por ccr nrw sz 11 r catalog#: 42502207002 lot#: 63052589. Foreign source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a right knee arthroplasty. Subsequently, patient reported pain post-implantation and diagnosis indicated the tibia bone has fractured. No revision procedure has been reported.